Event description:
The balloon of the tuftex over-the-wire embolectomy catheter failed to deflate during an embolectomy procedure so, the surgeon removed the catheter with the balloon in an inflated state from the patient's artificial blood vessel. The surgeon then used another catheter to complete the procedure. There was no impact on the patient's health because of this incident.

Manufacturer narrative:
We have received the complaint device for evaluation and we have confirmed the reported incident. We observed the balloon in this catheter remained partially inflated. The proximal ligature had slipped from its initial location covering the inflation hole. As a result, the surgeon was unable to deflate the balloon during the procedure. We did not observe any stretching of the catheter lumen. Based on our investigation, it is possible that the balloon was not tied sufficiently to the catheter lumen. As a result, the proximal ligature slipped under stress when the surgeon attempted to pull the clot. A batch record review of the affected lot could not be performed since the lot number was not provided to us. Please note that our IFU appropriately warns the users about the risks that could occur with the use of the embolectomy catheter including the risk of balloon failure due to exposure to calcified plaque. The arterial embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material ( eg. Chronic clot, atherosclerotic plaque ). This catheter is not designed to withstand the additional pull force needed to remove these materials. There was no harm to the patient because of this incident. The surgeon used another catheter to complete the procedure.